Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After transseptal puncture, a catheter was introduced into the sheath. Upon insertion of the mapping catheter, the physician noticed that the hemostatic valve was leaking blood. The leak was slow, thus, the original faradrive sheath was used to complete the procedure. The physician noted that the rate of the leak was observed to be lower once the farawave catheter was inserted into the faradrive sheath. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
It was reported that a sheath leak occurred. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After transseptal puncture, a catheter was introduced into the sheath. Upon insertion of the mapping catheter, the physician noticed that the hemostatic valve was leaking blood. The leak was slow, thus, the original faradrive sheath was used to complete the procedure. The physician noted that the rate of the leak was observed to be lower once the farawave catheter was inserted into the faradrive sheath. No patient complications were reported. The faradrive sheath was returned for laboratory analysis.